Event description:
It was reported that the user experienced recurrent nocturnal hypoglycemia while using an ilet system with a g7 cgm, including a recalled low of 49 mg/dl, and requested discussion of cgm target adjustments; review indicated potential user errors including announcing meals as corrections, pausing insulin when not indicated, and late-night snacking that preceded subsequent lows. Symptoms included asymptomatic hypoglycemia that resolved after oral carbohydrate treatment. Outcomes included user self-treatment with juice and continued device use without escalation of care. Investigation included review of device data and user report, completion of troubleshooting and education, and referral to clinical support for best practices on meal announcements, pausing insulin, and nighttime snacking. Investigation of this case revealed user technique and behavioral factors inconsistent with recommended ilet operating practices, without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error with contributory therapy management behavior.